Manufacturer narrative:
Addl info received (event details): add'l info provided on 08/04/2016 states that the patient was admitted to the hospital on (B)(6) 2016 after the patient's wife noticed the patient was exhibiting slurred speech, altered mental status, and right-sided weakness. The head CT on (B)(6) 2016 did not show any acute changes, however, a repeat heat CT on (B)(6) 2016 showed a new left post-central gyrus cortex petechial micro-hemorrhage. On (B)(6) 2016, a head CT showed an evolving hypodensity in the left fronto-parietal regional suggestive of a subacute ischemia. The head CT on (B)(6) 2016 showed a resolved micro-hemorrhage but an evolving subacute mca infarct. According the clinical specialist, the patient was controlled on his anticoagulation and compliant with his meds. His inr on admission was 2.9. Patient's history involves strokes prior to the vad implant. Post implant, the patient's bp was difficult to maintained had been maxed out on several antihypertensives. On (B)(6) 2016, the patient was discharged on home hospice. The family withdrew vad support on (B)(6) 2016 and the patient died on (B)(6) 2016. The medical team believes the stroke was device related according to the information provided, there is no indication that there was any device performance issues that could have lead to the stroke. Although the medical team believes the stroke was related to use of the device and stroke is a serious and life threatening event associated with the use of the device, the patient's prior history of strokes prior to the vad implant increased his risk of having future strokes. Several factors such as patient's history of stroke, clinical status, and other comorbidities have contributed to this event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient expired on (B)(6) 2016 due to stroke. No additional information has been provided at this time.